Event description:
Boston scientific received information that this patient was undergoing a lead revision procedure on a separate issue. During extraction of the other product this right atrial (ra) lead pulled back therefore, the lead was extracted. During extraction the inner lumen separated from the outer insulation. The lead tip was still intact in the patient's anatomy. The remaining portion of the lead was left in the patient and the lead body was capped. There will be no return of product nothing remained of the extracted conductors expect pieces of unraveled coils and was discarded. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.